Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , station was in critical override and disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override and disconnected mode. The technical support specialist (tss) determined station was unable to complete synchronization due to a blocked network port. Tss performed sync checks and confirmed that transactions were queued locally. Network connectivity was tested using netstat and test-netconnection, which failed for port (B)(4). The customer was advised to have their it team open port (B)(4) on the firewall. The station was verified remotely and confirmed to be out of critical override and connected. The system functioned as intended after the technical support specialist troubleshot the device.